Manufacturer narrative:
Details of complaint: on (B)(4) 2019 customer submitted the log entry from the facility reporting "comm loss 1:11 for a few seconds". The original ticket was created to document the hospital department logs and the hospital will not be providing any additional information. Investigation summary: customer stated they could not provide any information regarding the entry note. Due to the lack of information available an investigation into the reported issue is not possible at this time. No risk assessment could be performed. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made but not provided: d4 serial number d11 & c2 concomitant medical products f9 approximate age of the device. No serial number was provided, so the age of the device is unknown h4 device manufacturer date additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss for a few seconds.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss for a few seconds. No patient harm was reported. This ticket has been created to document the hospital department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made but not provided: serial number, concomitant medical products, approximate age of the device. No serial number was provided, so the age of the device is unknown, device manufacturer date.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss for a few seconds.